Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2009. The pt reported that she had fallen on (B)(6) 2010. Since that time, she has not felt any stimulation from her device. Neither her charger nor her pt programmer would communicate with the device. An x-ray of the scs system confirmed all connections were still intact. The physician plans to explant and replace the device; however, no replacement date has been determined. It is currently unk if the device will be returned to the MFR after it is explanted. Follow up on the pt found no further issues.